Manufacturer narrative:
This supplemental report is being submitted to inform correction to h11 in the previous 1st supplemental report submitted under 9610595-2025-29805-01. Upon review of complaint record, in h11 field , this statement " it was noted field [xx] was inadvertently marked as [xxx¿ updated h9- the entry fca fy24-omsc-04 was entered into h9 inadvertently" was inadvertently noted. Please refer to the updated h11 below. Please also refer to section h7 and h9 for updates. H11 update : upon review of complaint record, it was noted section h9 was entered with fca fy24-omsc-04 and is being corrected to 3002964398-09/13/2023-001-c. The correct (h9- corrective action #) for this event is 3002964398-09/13/2023-001-c.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the failure mode of the distal end burned, is assessed to be contact between the plastic distal end cover and an activated electrode. There is no indication that the failure was caused by a fire during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope had a burned distal end. There was no patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being provided to correct fields h7 and h9. Upon review of complaint record, it was noted field [xx] was inadvertently marked as [xxx¿ updated h9- the entry fca fy24-omsc-04 was entered into h9 inadvertently.